Event description:
During a gynecological surgery, the knee crutch broke. The leg of the pt was held by the nurse. No injury to the pt. (B)(4).

Manufacturer narrative:
The MFR investigated the returned device and found a welded joint to be broken. The fracture site shows no evidence of an improperly executed weld. MFR's analysis indicates that there was a gradual formation of cracks at the welded joint which finally led to the break. The nature of the break suggests that the cracking of the weld was the result of frequent, excessive forces applied to this accessory. This product has been tested successfully with four times the permissible load. The product manual instructs the operator to inspect this product prior to use. Maquet inc submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).